Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable low test results for one patient sample using the elecsys hcg + beta test system (hcg+b), and questionable results for a second patient sample using the elecsys troponin I stat immunoassay, on the cobas e 411 immunoassay analyzer (e411). Only the results for hcg+b are a reportable malfunction. All hcg+b results are in units of miu/ml. The erroneous results were not released outside of the laboratory. The initial result was >10000. The sample was repeated twice on the same e411 with results of 9455 and 6109. The sample was repeated on a second e411 with a 1:100 dilution. The result was 28330. This result was considered correct and released outside of the laboratory. There was no allegation that an adverse event occurred. The hcg+b reagent lot number is 189123; the expiration date was not provided. The field service representative detected a leak in the syringe and noticed that the pinch tube was damaged. He changed the pinch tubing. The customer repeated the sample with a 1:100 dilution with a result of 26414. The issue seemed to resolve after the pinch tubing was changed. Investigation activities are ongoing.

Manufacturer narrative:
The service activities resolved the issue. The root causes of the issue were the leak in the syringe and damaged pinch tubing.